Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, who had been off the ilet pump due to lack of cgm sensors and uses dexcom g7, a blood glucose of 538 mg/dl and was transferred to the emergency department foexperiencedr hyperglycemia while off pump therapy; customer support advised that if connected, the user could run bg-only mode for up to three days or revert to backup therapy, and the user elected backup therapy pending follow-up with a healthcare provider. Symptoms included hyperglycemia. Outcomes included emergency department treatment. Investigation included review of the reported event details and user-reported troubleshooting and education. Investigation of this case revealed no device malfunction reported, with hyperglycemia occurring when the device was not in active use and sensor unavailability preventing automated operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.